Event description:
A number of attempts were made to place the IV as the pt was a difficult stick. A number of needles were sitting on the table and when the clinician went to put them away she was stuck with one of the needles. The clinician was stuck in the hand and was exposed to hepatitis c.

Manufacturer narrative:
H3 - the sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.